Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. Care instructions regarding preventing infection are provided in various sections of this IFU and hm3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2020-03851. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient admitted (B)(6) 2020 with reports of fever/ chills along with blood in stool that started (B)(6) 2020. Patient had colonoscopy but no bleeding source found and there were no further reports of blood in stool. Patient will be discharged (B)(6) 2020 when inr is therapeutic. Plans for intravenous (IV) cefepime for two weeks due to ongoing pseudomonas driveline infection.